Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention procedure, in-stent restenosis occured. May 2009 the left anterior descending artery was treated with 3.00 x 32 mm taxus liberte stent. August 2010, a 90% in-stent restenosis was noted in the mid left anterior descending artery and was treated with a 2.5x8mm promus stent. September 2012 the patient presented with stable angina and cardiac catheterization was recommended. A 80% stenosed and 30 mm long de-novo target lesion was located in the proximal segment of superior vein graft to the 1st obtuse marginal with a reference vessel diameter of 3 mm. Target lesion was treated with pre-dilatation and placement of a 3.00 x 32 mm promus element plus stent resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and clopidogrel. (B)(6) 2013 the patient presented with unstable angina and was hospitalized. Cardiac catheterization was recommended. Coronary angiography revealed an occlusion in the mid left anterior descending artery which was treated with balloon angioplasty.